Event description:
It was reported the patient's leads had multiple fractures. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received. Note as this emdr was originally submitted on 20 aug 2024 during the issue with the FDA server. 1st and 2nd acknowledgment were received on the manufacturer's end. However, feedback from the FDA indicates they did not receive this emdr on the FDA side. Therefore, resubmitting the emdr on 17 sep 2024.